Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off when attempting the boot-up process. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power supply assembly and observed that pcb-mounted jack connector, designator j41, pin 4 measured a high of 1.82 vdc. This measurement is indicative of process residue contamination. However, a conclusive cause could not be determined.